Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax0.75in prn ec slm npvc cap loose and leaked. Leakage occurred during infusion for a patient, it was viewed as looseness at the pulley on the administration side, and no further leakage occurred after it was tightened.

Event description:
Location of looseness was identified as the prn cap by the customer.

Manufacturer narrative:
1. DHR/bhr review lot#3262341. 1-this batch of products were assembled at intima ii auto line 3 in october 2023, and packaged at cfs package line in october 2023. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of the complained batch is taken for prn torque test, and the test result is within the product specifications. 4. In the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment will alarm and remove the product. However, although prn is fastened to the product during assembly, it may come loose if it is vibrated during transportation. Recommendation: tighten the prn before use. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. Since the defect status of the complained sample cannot be identified, the root cause of the loose prn cannot be determined, and the plant will continue to track and monitor such defects.